Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach infusion set after an overnight occlusion alert and failure to resume delivery, followed by infusion set replacement and site change guidance; the highest glucose reported was 557 mg/dl with elevated levels persisting for several hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy until a later corrective insulin injection was administered, after which glucose trended down. Investigation included technical support troubleshooting and user education on infusion set function and alternative insertion sites. Investigation of this case revealed an interruption of insulin delivery associated with an occlusion alert and an infusion set issue, with successful insulin drop test and subsequent site change. It was concluded that the event involved hyperglycemia with an unclear root cause related to interrupted insulin delivery and infusion set performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.